Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported perforation.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, a revision procedure was performed to replaced the rv lead. The rv lead was successfully explanted, however, the physician noted there was a piece of the heart on the rv lead. While the physician was attempting to find a good implant position for the new rv lead, the patients pressure dropped. The patient's chest was opened, and a perforation was found in the ventricle. The physician thinks it was a combination of the rv lead explant and attempted implant that caused the perforation. The procedure was successfully completed and this rv lead was removed and replaced prior to pocket closure with a non-boston scientific lead. No additional adverse patient effects were reported.